Event description:
The physician advanced the neuron 070 just proximal to the petrous portion of the ica with no significant resistance or issue. The neuron 070 was used to deliver coils to an unknown target vessel. The micro catheter and coils were successfully delivered to the treatment site with little to no guide catheter movement during the entire case. Upon removing, the neuron 070 from the patient, and inspection of the catheter, a flattened section was noticed at the distal tip of the catheter. The flattening did not hinder the delivery of the micro catheter during the case, but upon post-case inspection, the flattened area seemed significant enough to cause concern.

Manufacturer narrative:
Technical evaluation: the device had multiple ovalizations between 0.0 and 2.5cm and an extended flat spot between 7.5 and 10.5cm from the distal tip. There is a single axis bend 47.5cm from the distal tip. Conclusion: the incident was confirmed as reported. A 0.041" mandrel was introduced into the catheter and advanced up to a point 10.0cm from the distal tip before encountering friction. Any delivery device of that size would not have been able to pass that point. Since the incident report indicates that the catheter was able to successfully deliver a micro catheter and coils, it appears that the flattening occurred as the device was removed from the patient. This device did not fail to perform as intended and caused no patient harm. As per FDA guidance on 28aug009, catheter kinks are reportable incidents. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15705). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.